Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an occlusion alarm while using a steel contact detach infusion set with 23-inch tubing, with blood glucose elevated to 312 mg/dl; the event resolved only after replacing the supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Customer care provided troubleshooting focused on the infusion set, connector, and insulin delivery pathway. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion in the infusion set or connector, with resolution after supply change indicating a set-related delivery issue. It was concluded, based on previously established findings for similar reports, that the cause was a probable infusion set occlusion related to use conditions.